Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the occlusion was tighter on one roller than the other. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of ths event.